Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total hip arthroplasty. The liner couldn't be seat stably subsequently causing a delay of 40 minutes. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D4: UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The liner was returned. Visual examination identified gouges, scratches and nicks on the scallops and polar boss. The inner and outer surface of the sphere was damaged. The polar boss appeared to be trimmed. Witness marks on the anti-rotation tabs indicate possible misalignment of the liner during insertion. No further evaluation was possible with the returned device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.